Event description:
It was reported that during the trial the patient ¿caught the wire on something¿ and they dropped the stimulator causing the wire to move, so ¿they implanted the lead according to the original one and didn¿t do x-rays.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative.